Event description:
It was reported that the pacemaker was explanted, and the right ventricular (rv) lead was capped on (B)(6) 2024 due to an unknown malfunction. The pacemaker and rv lead were replaced on the same day.

Manufacturer narrative:
Further information was requested but not received.